Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient previously had revision poly change for infection, however, this was unsuccessful, infection persisted. Noted that there was no cement bonding to the attune tibial baseplate, which was removed easily by hand (loose).

Manufacturer narrative:
The received devices were forwarded to commercialized product development for evaluation. With the information provided,tibial loosening can be confirmed, but the actual root cause cannot be definitively identified. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Manufacturer narrative:
Review of the device history records did not reveal any related manufacturing deviations or anomalies on the reported attune fb tib base sz 3 cem (product code 150600003, lot number 7984487). (B)(4) has been undertaken to investigate attune post operative loosening further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.